Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 428mg/dl. The customer stated that the insulin exited while priming, but when he programmed a bolus, the insulin pump was not delivering insulin. The customer stated that he was at his doctor's office and was told that the insulin pump was not functioning properly. The customer stated that the doctor recommended having the insulin pump replaced. A tubing clamp was not available to perform the high pressure test. No further information was provided.